Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name: surescan; product ID: 978b128 (lot: va354l1); product type: 0200-lead; implant date (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the patient reported that for probably the last 2 months they were experiencing a lot of groin and hip pain. The patient originally thought the pain was sciatica or their pre-existing si joint issues. The patient got treated for the pain, but it got worse and yesterday they were in the ER because they couldn't walk. Today the patient was still in pain, even with the pain medication they were prescribed. The patient said they were still feeling pain in their buttock and groin, so they thought the pain might be related to the stimulation from the ins. The patient connected to the ins and reduced the stimulation, but they felt stimulation in their buttocks. The patient mentioned that they had previous problems with feeling stimulation in the rectal area, and changing to a different program didn't resolve that. The patient noted that the stimulation they had felt in the rectal area was not in the bicycle seat area, and it was further back. The patient mentioned that they got a letter recently asking them for results and they replied "no." Patient added that they weren't getting any results from the therapy, either (see (B)(4) for additional information about the previous event). The patient decided to turn the therapy off, which stopped the stimulation in their buttocks but they were still experiencing the pain in their buttock and groin. The patient was concerned the lead might have migrated. The patient was redirected to their doctor to further address the issue. The patient has an appointment with their doctor on (B)(6) 2026. The patient indicated that their doctor might not be capable of addressing the issue. The agent reviewed that the doctor could invite a rep to the appointment. The agent provided the patient with the phone number to pass along to their doctor if they needed to page their rep. The patient said they will keep the therapy turned off until they see their doctor.